Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of over 600 mg/dl. The bg level was addressed with a bolus via the pump. During troubleshooting with tandem's technical support (cts), the customer reported seeing a group of tiny air bubbles in the tubing. Cts recommended for the customer to prime the tubing to remove the air. Insulin delivery was resumed. A follow up from a clinical diabetes specialist confirmed that the customer's bg level lowered to 201 mg/dl.